Event description:
It was reported that pump display had pixel issue that prevented customer from reading screen and interacting with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment.